Manufacturer narrative:
This report is being submitted to update the information in section e1.

Event description:
It was reported that this pacemaker disabled the minute ventilation (mv) sensor. Technical services (ts) was consulted and determined it was a false positive disablement due to noise on the right atrial (ra) lead. Ts confirmed all measurements were in range and recommended re-enabling the mv sensor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker disabled the minute ventilation (mv) sensor. Technical services (ts) was consulted and determined it was a false positive disablement due to noise on the right atrial (ra) lead. Ts confirmed all measurements were in range and recommended re-enabling the mv sensor. This pacemaker remains in service. No adverse patient effects were reported.